Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported that she experienced high blood glucose over 500mg/dl and went to the urgent care facility. The customer was treated with manual daily injections. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.